Event description:
It was reported that after wearing the pod on the leg between 36 ad 48 hours, the site was bleeding, painful, irritated, infected with an abscess which caused fever and blood glucose (bg0 levels to rise up to 600 mg/dl. The patient visited the emergency room (ER) where a numbing ointment (elma) was applied, after 5 minutes abscess was opened puss with blood erupted and cleaned by a pediatric surgeon, patient was prescribed antibiotics (xiclaw) to be taken for 7 days 3 times a day and a gel (octenispet) to be applied until site heals completely. The pod was thrown away.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's ER visit for infusion site infection. No lot release records were reviewed, as the product lot number was not provided.